Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, visual analysis, retain testing, trending of the product malfunction code and system risk analysis. The batch record was not reviewed as this was not related to a specific lot or lots. Supplier evaluation was not required as the issue was not identified as a manufacturing or functional issue. A visual analysis was not performed as no photos were provided. A retain sample was not performed as this was not identified as a manufacturing or functional issue. The system risk analysis (sra) was reviewed for the issue of respiratory reaction and eye reaction and the risk was determined to be "low risk." The assignable cause is is not known. Several attempts were were made to obtain addtional information but were unsuccessful. Should additional information become available, advanced sterilization products (asp) will reopen the complaint for investigation. Customer education was provided to the customer that included the instructions for use and the safety data sheet for cidex® opa. No further investigation is required at this time. Asp will continue to track and trend the issue.

Manufacturer narrative:
Ni

Event description:
A customer reported a healthcare worker with a 12-year occupational history of exposure to cidex opa has been diagnosed with acute bronchitis. The healthcare worker's symptoms included eye irritation, throat irritation, coughing and difficulty breathing. She went to the hospital emergency room where she was prescribed an oral medication of prednisone for 5 days and an inhaler as needed. She was removed from her working conditions and was referred to an allergist who advised her to continue with the inhaler as needed. No other testing was done. It is confirmed there is proper ventilation in the room and the instructions for use (IFU) is being followed while working with cidex opa including wearing appropriate personal protective equipment (ppe) that includes goggles, gloves, gown and a face shield. The healthcare worker's symptoms have improved, and she has returned to work in another area of the hospital. Advanced sterilization products (asp) has decided to report this event as cidex opa may be a contributing factor to the respiratory reactions.